Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary a pharmacy reported on behalf of the patient that there were stripes (reset mode) in the memoir pen display. The user returned the actual complaint device (lot 0910c02, manufactured october 2009) for investigation. The evaluation of the returned device identified missing segments in the dose numbers. A detailed investigation found a cracked lcd cable. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxxxxxxxxx or your healthcare professional.' The investigation also determined that reset mode errors occurred as a result of a weak battery. Corrective action -cracked lcd cable a corrective action was implemented (B)(4). In addition, a corrective action has been initiated to replace the existing memoir lcd cable (B)(4). (B)(4), the manufacturer has changed battery suppliers and implemented a new battery in the device. The user manual addresses premature expiration, permanent errors and reset mode. Improper use and storage -there is no evidence of improper use or storage.

Manufacturer narrative:
Reportable malfunction/incident identified. Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir was showing stripes on the display. The humapen memoir was associated with product complaint (B)(4) / lot 0910c02. The device was returned on (B)(6) 2011 and found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(6) 2011.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a pharmacy who contacted the company to report a product complaint, regards a patient of unspecified gender, age, and origin. The patient was taking an unknown medication for an unknown indication. On (B)(6) 2011 it was reported that the patient's humapen memoir was showing stripes on the display. The humapen memoir was associated with product complaint (B)(4). The device was returned on (B)(4)-2011 and found to have missing segments in the dose display. The user and the user's training status were not provided. The duration of use was not provided. The device was returned on (B)(4) 2011. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summary; updated.